Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 25mm amplatzer cribriform occluder (lot#7253344) was selected for implant. The device was prepared in the normal procedure. Once inside the patient, distortion was seen on the disc when opened on the left atrium side. The same deformity was seen on the disc when opened on the right atrium side. Another 25mm amplatzer cribriform occluder (lot#7283256) was selected for implant, but the same deformation was seen during preparation. The device did not come in contact with the patient. A 25mm amplatzer pfo occluder was then selected for implant and the process was completed successfully. The patient remained stable throughout the procedure and there was no clinically significant delay in the procedure.

Event description:
On (B)(6) 2020, a 25mm amplatzer cribriform occluder (lot#7253344) was selected for implant. The device was prepared in the normal procedure. Once inside the patient, distortion was seen on the disc when opened on the left atrium side. The same deformity was seen on the disc when opened on the right atrium side. Another 25mm amplatzer cribriform occluder (lot#7283256) was selected for implant, but the same deformation was seen during preparation. The device did not come in contact with the patient. A 25mm amplatzer pfo occluder was then selected for implant and the process was completed successfully. The patient remained stable throughout the procedure and there was no clinically significant delay in the procedure. (B)(6) 2020 ib.

Manufacturer narrative:
Additional information: d10, h3, h6 the reported event of a round, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of deformation upon initial deployment has been investigated and a resolution plan aimed at addressing enhanced loading techniques as well as improved in-process inspection that better represents how a device is loaded and deployed during clinical use are being implemented.